Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a red alert via remote monitoring was triggered due to the out-of-range pace impedance measurement. During an office visit, a unipolar pace impedance measurement of 458 ohms was observed. When reverted back to bipolar, a high out-of-range pace impedance measurement greater than 3,000 ohms was observed. Technical services (ts) reviewed possible causes and troubleshooting options. Additional information received reported that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.